Event description:
A cartridge alarm labeled as alarm 5 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer completed the necessary steps to remove air from the cartridge and successfully replaced it with a new one, allowing them to resume insulin delivery. No further action was needed regarding the alarm.